Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that the patient had initiated therapy before connecting. The tsr reviewed proper procedures with the patient and advised the patient to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient initiated therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.